Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode, users were unable to login to the stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and the users failed to login. The technical support specialist (tss) restarted the services to drain the messages in the queue and dialed into the database server, ran a server downtime query and confirmed the communication between care fusion coordination engine and es was stable with new messages transmitting. Tss successfully accessed the application server and verified all services were running normally. Tss then restarted the data synchronization, verified the communication with the server and confirmed that the stations were syncing. Tss identified that the health sight viewer was not reflecting the changed, deployed the ecc curve packages, advised customer to update the setting to 30 minutes, remove stations from override, wait 1 to 2 minutes, then re-enable. Tss then ran a server downtime and confirmed that the cce and es communication was stable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode, users were unable to login to the stations. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.